Event description:
Treatment of a left cavernous (cav) aneurysm. Post deployment of the pipeline device, it was reported that the there was a twist in the proximal third of the pipeline and a thrombus was also observed in that location. The physician administered reopro to the patient, removed the clot with an aspiration syringe, and used a balloon to resolve the twist and achieved full wall apposition (which is an option presented in the instructions for use). No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).